Event description:
Ekos machine began to alarm around 0400; staff noted that blue catheter tip picture on the device showed an x through it as opposed to the functioning picture of the catheter showing drops through it. Contacted ekos representative; turned machine on and off again. When turned back on, machine worked for a few seconds then showed the same error picture. The machine was then turned off but the heparin and tpa drips were still infusing.